Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed'), palpitations ('heart palpitations') and migraine ('extreme migraine attacks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced palpitations (seriousness criterion medically significant), migraine (seriousness criterion medically significant), fatigue ("extreme fatigue"), alopecia areata ("bald spots on scalp") and libido decreased ("reduced libido"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, palpitations, migraine, fatigue, alopecia areata and libido decreased outcome was unknown. The reporter considered alopecia areata, fatigue, libido decreased, medical device removal, migraine and palpitations to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('foreign material was removed'), palpitations ('heart palpitations') and migraine ('extreme migraine attacks') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced palpitations (seriousness criterion medically significant), migraine (seriousness criterion medically significant), fatigue ("extreme fatigue"), alopecia areata ("bald spots on scalp") and libido decreased ("reduced libido"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, palpitations, migraine, fatigue, alopecia areata and libido decreased outcome was unknown. The reporter considered alopecia areata, fatigue, libido decreased, medical device removal, migraine and palpitations to be related to essure. The reporter commented: as a result of the symptoms, she was hindered in her normal daily functioning and she suffered injury. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.